Manufacturer narrative:
The meters and strips have been requested for return. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters. At 7:59, the result was 30.1 using meter serial number: (B)(4). At 8:01, the result was 16.3 using meter serial number: (B)(4). At 11:15, the result was 33.3 using meter serial number: (B)(4). At 11:52, the result was 14.2 using meter serial number: (B)(4). On 14-jun-2022 at 22:20, the result was 23.4 using meter serial number: (B)(4). At 22:22, the result was 9.3 using meter serial number: (B)(4). The unit of measure was not provided.

Manufacturer narrative:
No product was received from the customer. Therefore no further investigation was possible.